Event description:
It was reported that the cc4204bf +25.5 diopter collamer single piece lens had a crack on the haptic. The lens was inserted and removed.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Evaluation method: lens work order search & device history review. Results: visual inspection performed showed that only a little piece of collamer was returned preventing to perform further evaluation. Work order search performed showed one other similar complaint was recorded related to the same work order. A device history review was performed and showed that nothing in the manufacturing of the lens could have caused the reported event. It was determined that the most likely root cause to the lens tearing is user error or poor cartridge lubricity. (B)(4).